Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted.

Event description:
It was reported that the patient had a post-operative complication with glenoid component migration, likely attritional glenoid fracture with superior and anterior migration of the glenosphere. No action taken at this stage.